Manufacturer narrative:
If implanted, give date: (B)(6) 2008. Device is a combination product. Device evaluated by manufacturer. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that post a stenting treatment procedure the patient experienced a spike in blood pressure and pain. In (B)(4) of 2008, a 2.5x20mm taxus express2 stent was implanted in the circumflex artery (cx). It was noted that the patient had not had any complications until "recently". The patient is experiencing sore and tender skin over the area where the stent was implanted and she also has pain in her ribs. The patient has also experienced spikes in her blood pressure and it was noted that every time the patient lifts something, she feels a "lump between her breast bone". It was noted that the patient also had a small "episode" after the implant procedure. The patient's current condition is okay. Additional information was requested and is not available.